Manufacturer narrative:
Additional information received from the local field representative indicated that there were no changes made to the device system. It was not known if the patient had been released from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized due to a syncopal episode. The cause of the syncope was not determined. No additional adverse patient effects were reported.